Manufacturer narrative:
The complaint sample has not been received for evaluation. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted. Complaint information provided by distributor, depuy synthes.

Event description:
It was reported during an unknown procedure that the grater handle spun eccentrically, seemed to be bent. There was a reported surgical delay of 5 minutes. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to viant incomplete for evaluation and the reported event is confirmed. The straight reamer handle was returned without the teflon sleeve but was confirmed to have a bent and deformed power adaptor leading to the reported and observed eccentric motion. The hudson power adaptor end was observed to be bent out of place and deformed with signs of material displacement and indentations. Bending of this nature would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied). Thus, the complaint sample had been misused. It is unknown what adaptor or power source (neither provided by viant) was connected to the device. The complaint sample was then placed under power to simulate use, wobbling (eccentric motion) was observed due to the damage observed (bent and deformed) on the hudson power adaptor end. Other observations; · the reamer head is able to retract and spring back in position as intended. · the device can be easily disassembled and assembled as intended with exception of the teflon sleeve that was not returned. · there are numerous signs of wear in the form of scratches, nicks, etc. Throughout the device from repeated use. The IFU sent with this device today, man-000194, states the following; · end of life is generally determined by wear and damage due to intended use. · visually inspect for damage and wear. · where instruments form part of a larger assembly, check assembly with mating components. · discard instruments with dull cutting edges or damaged instruments. · viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures. · do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion. · manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The viant risk management files were reviewed and the failure mode was identified and mitigated to the lowest possible level. A trend analysis was performed and the failure rate falls within the acceptable occurrence range for this failure in the viant risk management files. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. This device has experienced approximately 3.70 years of use. It is unknown how many surgical procedures (cycles) this device has experienced throughout its life in the field. In conclusion, the reported event is confirmed as the returned straight reamer handle power adaptor is bent and deformed leading to the eccentric motion. From the investigation performed, the root cause is attributed to misuse (unintended use) as bending of this nature would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied). D4/h4: lot number and manufacture date corrected based on returned device. D9: device available for evaluation updated. H6: updated medical device component code, type of investigation, investigation findings, and conclusions based on the evaluation performed.